Event description:
The customer received an order of a new device with hard paddles accessories. It was reported that the set of hard paddles would not allow the adult electrode to be removed to expose the pediatric electrode. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the adult paddle adapter on the sternum paddle was more difficult to remove from the paddle assembly than the adult paddle adapter on the apex paddle. No physical discrepancies were observed. The customer was provided with a replacement paddle assembly.